Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A resident at the hospital, reported that "while placing the drill, it fractured without force."

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event (¿drill fracture¿) was confirmed. It has to be noted, that the statement in the event description ¿while placing the drill it fractured without force¿ does not correspond to the entry in ¿how was issue noticed¿: ¿during preparation for use¿. Review of the DHR revealed no discrepancies. Mechanical properties of the material are within specified tolerances. Thus, we exclude deviations in material and manufacturing. According to the appearance of the breakage surfaces, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. Based on the above facts and on the significant damage found at the drill returned, the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
A resident at the hospital, reported that "while placing the drill, it fractured without force."